Event description:
The reporter stated that while troubleshooting an occlusion alarm, the patient noted a bolus in the pump history that was not programmed by the patient. The pump history indicated that the pump programmed an 8.5 unit bolus; 1.5 units was delivered before the bolus was cancelled by an occlusion alarm. The patient denied any issues with the keypad buttons, and stated that she wears the pump clipped to her waistband. The patient's blood glucose (bg) at the time of the call to animas customer support was reportedly 230 mg/dl with no signs or symptoms. There was no reported bg excursion as a result of the inadvertent bolus. This complaint is being reported due to the allegation that the pump programmed and delivered a bolus without user intervention.

Manufacturer narrative:
Device evaluation: (B)(4). The pump has been returned and evaluated by product analysis on 7/27/2012 with the following findings: testing was unable to verify or duplicate any unprogrammed bolus delivery. A 24 hour duration test was performed. No unprogrammed boluses occurred during testing. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad was removed and no damage was found to the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.